Event description:
The ventilator was returned to the manufacturer service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board will be replaced to address the issue.